Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested, and the following was obtained: what prep was used prior to, during or after prineo use? Betadine (povidone-iodine), or chlorhexidine? ¿ prep was used, I believe it was chlorhexidine, but confirming with surgeon. Was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond¿ prineo¿ is no longer tacky to the touch? ¿ nothing was applied on top of prineo. Was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry? ¿ yes cleaned with saline and then dried with a pack. Were any patch or sensitivity tests performed prior to the procedure to remove the k-wire? ¿ no patch test. Who applies the product? The surgeon himself? ¿ assistant. The following additional information was requested, however has not been received: procedure name? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Please indicate any medical or surgical interventions performed. Is the patient hypersensitive to pressure sensitive adhesives? Do you have the lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Attempts to obtain the additional information have been made. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. Post operatively the patient had reaction to adhesive. Additional information has been requested.